Manufacturer narrative:
Unable to lock the p-cap locks properly into the reservoir compartment, due to missing retainer. The following were noted during visual inspection: cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, missing reservoir tube o-ring, cracked keypad overlay at the select button and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Unit was confirming missing retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleges the insulin leaked all over the pump. The customer stated the location of the damage was on the case of the reservoir tube side. The physical damage to pump's retainer ring. The customer reported a blood glucose value of 479 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-332a, mmt-1884l, mmt-244a, and mmt-7040a. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality troubleshooting was partially performed for the reservoir leak. No further patient complications were reported. No product return is required for mmt-332a,mmt-244a, and mmt-7040a. The customer was instructed to discontinue device use. Mmt-1884l was requested, and the customer's response was that the device would be returned.